Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). H6: medical device problem code updated only to overheating of device.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was not oscillating and the cable also get hot while it was plugged into the dyonics2 system. It is unknown whether the event happened during surgery or if there was a patient involved; however, a back up device was available and a non-significant surgical delay was reported.